Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. This lv lead was explanted. No additional adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the high capture threshold allegation was not confirmed. Two segments of lead were returned, the terminal and middle segments, tip section was missing. Moreover, returned lead segments resistances measured normal and x-ray inspection showed no fractures.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. This lv lead was explanted. No additional adverse patient effects reported.